Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had ineffective stimulation due to the ipg depleting. As a result, the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was replaced. Reportedly, effective therapy resumed following the procedure.